Event description:
Revision surgery was performed due to dislocation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the oxinium femoral head and dual mobility insert were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The patient underwent a second revision due to dislocation and disassociation, metallosis, and possible infection. Intraoperatively, no evidence of loosening or peri-component cystic changes was found. A biopsy showed chronically inflamed fibrous tissue with increased vascularity, foreign body giant cell reaction, embedded calcified material, and embedded refractile foreign material. The root cause of the reported disassociation, dislocation, and metallosis cannot be confirmed, and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.